Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2022 the battery compartment is cracked and exposed to moisture. Pump alarmed critical pump error after battery installation. Pump error 35 was noted in the pump history download on (B)(6) 2022 17:12:00.000 due to moisture damage to force sensor. Unit successfully downloaded to thump. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Confirmed cracked case (battery tube).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery side and had moisture inside the screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.